Event description:
An unk size micro driver mx2 coronary stent system was inserted into a pt for the treatment of an unk lesion. The vessel morphology was reported to be severely tortuous with severe calcification. It was reported that the device was inserted into the pt; while advancing the delivery system, the physician experienced difficulties. It was reported that while the device was being advanced, the shaft of the delivery system broke into two pieces within the guide catheter. The physician was able to remove the distal end of the delivery catheter while the proximal end remained partially in the pt and partially in the guide catheter. After several attempts, the physician was able to insert a coronary balloon catheter down, pinning the broken portion of the delivery catheter against the wall of the guide catheter and was able to successfully remove the entire delivery system as one unit. The stent was not deployed. The delivery system remains with the hospital and has not been returned. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results: pt's condition affected effectiveness of device (severely tortuous with severe calcification). Conclusions: device failure/lack of effectiveness related to pt's condition (severely tortuous with severe calcification). Other, secondary intervention.